Event description:
During a redo pulmonary vein isolation procedure in the left atrium, a communication issue occurred causing a delay. The amplifier and dws started normally and patches were placed. During validation, an error message was noted stating: "amplifier error, no connection to amplifier" and the amplifier flashed orange. The amplifier was restarted, however, no connection could be established. The amplifier and dws were restarted several times which did not resolve the issue. The amplifier was restarted again and all connection were disconnected from the front panel. The amplifier and dws were able to establish a connection and the study was started. When the surfacelink was connected to the amplifier, the same error occurred. The surface link was then exchanged and a new study was started. The amplifier and dws had a connection, the ECG lines in the ECG-tab were yellow, and after validation, the procedure continued. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One ensitex surfacelink module was received for evaluation. Visual inspection revealed the exterior casing, labels, and electrical pins were free of physical damage. The cable insulation was intact, and the connector was free of physical damage. The module was recognized upon connecting to a test station. Evaluation testing revealed that the surflink primary active patch did not produce an expected signal. The voltage readings measured at the (right leg or neutral) ECG electrical pin verified the electrical pin was non-functional duplicating the reported symptom. Internal inspection revealed that the connection to the primary pin of the belly patch was loose or not connected causing an electrical open (non-functionality). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was duplicated by signal observation and internal inspection. The root cause was attributed to an electrical open to the active belly patch pin from an undetermined event.

Manufacturer narrative:
Corrected information: b5, d1, d4, g3.

Event description:
On 11/6/22, (B)(6): information received indicated the surfacelink caused the issue.